Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a port placement procedure via the left internal jugular vein, the guidewire could be inserted into the superior vena cava. It was further reported that the blood return could not be confirmed and air was allegedly aspirated. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure via the left internal jugular vein, the guidewire was allegedly could be inserted into the superior vena cava with some resistance. It was further reported that upon placing the catheter via brachiocephalic vein the blood return was allegedly could not be confirmed and air was allegedly aspirated. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter with a loaded port catheter stylet, one guidewire hoop and one syringe were returned for evaluation. Functional and gross visual evaluations were performed. An in-house syringe was attached to the proximal end of the groshong catheter. The catheter was patent to both infusion and aspiration without issue. No leaks were observed. However, the investigation is inconclusive for the reported failure to advance, suction and air leak issues, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.